Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the 1st tsb45 instrument anvil dislodged after firing and the staples malformed. A 2nd device was used and after firing the anvil dislodged so the jaw would not open nor close and again the staples malformed and cutting and was incomplete. The surgeon put some overstitches to close the tissue.